Event description:
A ready-heat blanket was applied to a pediatric pt for an air medical transport. The pt had suffered a brain injury from a fall and was to be transported to a tertiary care facility. The pt was chemically sedated and paralyzed prior to leaving the facility. The ready-heat blanket was applied due to a low ambient outside air temperature to protect the pt from hypothermia. A protective barrier was not placed between the pt and the blanket. After departure, our aircraft experienced a mechanical issue requiring us to land and transfer care to a second flight team. The second flight team noted that the blanket had become hot during their leg of the flight and the blanket was removed at some point. The second flight team reported, upon arrival at the receiving hospital, blistering was noted to several areas on the child. This was reported to our flight crew on a follow-up phone call. Dates of use: 2009; unk length of use. Diagnosis or reason for use: to prevent hypothermia; low ambient temperature, prevention of hypothermia.